Manufacturer narrative:
The investigation for the reported stroke/cva has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Clinical information was not provided, and therefore the root cause of the stroke/cva could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported while on impella 5.5 support, the patient experienced a massive ischemic stroke which was confirmed with head computed tomography. The patient suffered a loss of neurological function due to the stroke, and as a result of the patient's neurological status it was decided to withdraw care. The patient's care was withdrawn and the patient expired.